Manufacturer narrative:
The customer collects plasma samples in 13x100 plastic lithium heparin tubes with gel. The customer centrifuges samples at 3000 rpm for 10 minutes at room temperature in a swinging bucket centrifuge. Specimens are routinely sampled from the primary tubes. The customer allowed the samples to clot for 15-20 minutes and the tubes were inverted according to the manufacturer's recommendations, per the type 1 supplemental data form. The customer sent samples to cpls for further investigation. The customer documented that the laboratory uses small filters in all lithium heparin tubes that accutni testing is ordered on. Qc was within specifications prior to and after the event. A system check performed on (B)(4) 2007 was within specifications. There were no flags or error codes per the supplemental data form. The customer did not request service due to suspecting heterophile interference for the patient. Customer product line support tested the patient samples and obtained neat troponin values of 0.65 ng/ml(serum) and 0.62ng/ml(plasma). Dilution studies indicate non-linear recovery and the addition of heterophile blocking agents reduced the neat dose of 0.06 ng/ml concentration significantly. Therefore indicating that there is "heterophile interference" in the patient's samples is the root cause for the elevated accutni results. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2011 - (B)(6) 2011 for additional reportable event/occurrence.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory and the patient was transferred to another facility and a negative troponin result was obtained via alternate method. The customer did not provide the exact troponin value or methodology. The patient was transferred to another facility for evaluation. The customer did not receive any report of patient injury or death attributed or connected with this event.